Event description:
Consumer getting different readings with her meter. Concerned about the accuracy. Analysis run on clark error grid using mean avg readings (67) as reference point vs. Bd readings (42, 78, 82) yielded some data points in the d range of the grid, outside acceptable limits.